Event description:
It was reported that during a gastric bypass, the first two firings went fine. On the third firing the device started to fire and then the battery died. The reverse did not work and the bailout on top of the device was used and the jaws opened and the device was removed. Case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Damaged release button the analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The knife reverse button worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.